Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the presumable cause for scope communication error (error b30) is due to the defective scope socket. However, a definitive root cause could not be determined. As a result of confirming instruction manual and product labeling, there was no abnormality that leads to the phenomena. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the xenon light source exhibited scope communication error (error b30). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that the b30 scope communication error was attributed to rust on the chassis, scratches on the top cover, fading on the front panel, signs of rust on the rear panel, and the identification of a faulty scope socket. Additionally, it was noted that the lamp had burned for 500 or more hours. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the lightsource exhibited a b30 error (scope communication error). There were no reports of patient involvement.